Manufacturer narrative:
Exemption number: e2014018. Reporter address - unknown, (B)(6). Manufacturing site evaluation: the instruments arrived with broken off parts. Some of the fragments were missing. Investigation - visual inspection of both instruments was conducted. The ceramic bodies showed broken off ending, discoloration and unknown deposits. The adapters with guiding lug had a broken ending and unknown deposits. The second hook had a deformation. Batch history review - the device quality and manufacturing history records have been checked for the lot number and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - according to the quality standards use a material defect and production error can be excluded. No pores or foreign bodies could be found on the point of rupture. Investigations lead to the assumption that the breakage and deformed hook were caused by a forced fracture due to an overload situation. There is the possibility for pre-damage or similar due to previous surgeries. Also, the IFU points out that prior to use, inspect the product for loose, bent, broken, cracked, worn, or fractured components.

Event description:
It was reported that an endoscopic ceramic electrode tip broke into 3 pieces during surgery. During a laparoscopic cholecystectomy, the surgeon used a newly opened monopolar hook. Sometime during use, the tip separated into 3 pieces within the patient. Attempts to retrieve and remove the device segments took 2 hours; it was confirmed that all pieces had been removed successfully. It was noted that another endoscopic electrode tip was also used during the procedure, with the same batch number; after the surgery was completed, it was observed that this device had also separated into 3 parts. This happened when it was going to be washed. Additional details were not provided. This report addressed the first instrument. Associated submissions: 9610612-2018-00565.